Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl that was addressed by consuming carbohydrates. The customer alleged that the pump was not suspending insulin as intended. System check with tandem technical support indicated that the pump and related supplies were functioning as intended; however, the customer maintained that the pump was not functioning properly. Additionally, it was reported that the pump time was incorrect. The customer reverted to an alternate method of insulin therapy.